Event description:
Undersensing was noted on the right ventricular channel during a follow-up appointment. The lead was found to be out of position, and was explanted and replaced. The patient was well.